Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured september 19, 2014 - september 24, 2014. The device was received for evaluation. Visual inspection revealed fluid in the packaging that contained the device. The cause of the fluid inside the packaging was visually identified to be an untightened blue winged luer cap. Functional leak testing was performed by filling the device with water and manually tightening the luer cap. The next day, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The outer bag of the device had small droplets of liquid. The device was filled with desferrioxamine 2g in 60ml saline solution. There was no patient involvement. No additional information is available.